Manufacturer narrative:
The t:slim x2 g5 user guide states: avoid submersing your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid ingress. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the pump have been wet with water. Customer's blood glucose level was in the 130s mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.